Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70 serial #: (B)(4), description: artisan surgical lead, 70cm. Date of event: (B)(6) 2013; explanted date: (B)(6) 2013.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was because the patient no longer wanted the stimulator. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.